Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed a scratched lid and bezel. Functional evaluation revealed the unit does not power on. The led's on the power supply do illuminate when plugged in. The complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the identified malfunction, include a defective power supply or power entry module or a blown fuse. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the werewolf controller smelled of smoke. No sparks, smoke or error message noticed. No case reported. Results of investigation have concluded that the werewolf controller unit does not power on which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.